Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was exhibiting signs and symptoms of hemolysis with elevated lactate dehydrogenase (ldh) and pfh levels. The pt was moved to the intensive care unit (ICU) for further observation and initiation of heparin and milrinone drips. According to add'l info provided, the hospital performed a (B)(4) study and the left ventricle was unable to be decompressed. The pt was reportedly symptomatic and as a result, a decision was made by the hospital made to exchange the pump with another lvad. The lvad was successfully exchanged and the pt remains ongoing without any further issue reported.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.